Event description:
According to the reporter: during orthopedic surgery, the thread does not resorb well. The first cicatrization is going fine for the first weeks but from week 3 to 5, there is an inflammatory reaction and a dehiscence of the suture then a rejection of the thread itself.

Manufacturer narrative:
(B)(4).